Event description:
A tandem mobi cartridge alarm was reported by the caller, which did not have an adverse impact on the customer's blood glucose level. The alarm occurred during the cartridge load process, and the caller followed instructions to attempt reloading, but the issue persisted. Technical support sent a replacement pump and original cartridge, providing instructions on how to store and return the problematic pump. The caller acknowledged the need to program their settings and connect their cgm to the replacement pump.